Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10 complaint conclusion: as reported in the literature article by stomp, w., dierikx, j. E., wever, j. J., van dijk, l. C., van eps, r., veger, h., & van overhagen, h. (2021). Percutaneous evar for ruptured abdominal aortic aneurysms using the cordis incraft endograft. Annals of vascular surgery, s0890-5096(21)00664-6. Advance online publication. Https://doi.org/10.1016/j.avsg.2021.07.018, approximately one year after implantation, the patient developed an endoleak type ii that resolved spontaneously. Approximately fifty seven months after implantation of an unknown incraft aaa device, one patient developed a type I endoleak, which required placement of a proximal cuff and unknown stent placement. Consequently, eight months after the repair for the endoleak type I, the patient expired due to rupture of the type I endoleak. The product (aortic bifurcate) was not returned for analysis. 2021-00170488-1 a product history record (phr) review of lot 17843577 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. No lot number was provided for the iliac limbs therefore a product history record (phr) review could not be generated. The reported ¿bifurcated aortic prosthesis endoleak late type 1a > 30 days¿ and ¿stent-graft endoleak type ii¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. Neither the phr nor the limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. As no lot number, catalogue code or other product information was supplied for the iliac limbs a phr could not be completed. According to the safety information in the instructions for use ¿potential adverse events and potential device risks include, but are not limited to: endoleak. It is recommended that physicians conduct regular examinations and imaging for the patient¿s lifetime. Follow-up imaging should be decided based upon the physician¿s clinical assessment of the patient pre- and post-implantation of the stent graft. After endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. Annual imaging is recommended, including abdominal radiographs to examine device integrity (stent fracture, separation between bifurcated device and proximal cuffs or limb extensions, if applicable); and contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information.¿ the limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
(B)(4): the patient developed an endoleak type ii. The patient developed a late endoleak 1a >30days. The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in the literature article by stomp, w., dierikx, j. E., wever, j. J., van dijk, l. C., van eps, r., veger, h., & van overhagen, h. (2021). Percutaneous evar for ruptured abdominal aortic aneurysms using the cordis incraft endograft. Annals of vascular surgery, s0890-5096(21)00664-6. Advance online publication. Https://doi.org/10.1016/j.avsg.2021.07.018, approximately one year after implantation, the patient developed an endoleak type ii that resolved spontaneously. Approximately fifty seven months after implantation of an unknown incraft aaa device, one patient developed a type I endoleak, which required placement of a proximal cuff and unknown stent placement. Consequently, eight months after the repair for the endoleak type I, the patient expired due to rupture of the type I endoleak. The device will not be returned for evaluation.